Event description:
--

Manufacturer narrative:
Upon further review of the analysis results, technicians confirmed through detailed analysis that the fracture was due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed the rate/sense conductor coils were fractured at the proximal end of the suture sleeve tie-down. Detailed analysis confirmed the fracture showed evidence of fatigue and overload regions. Other evidence showed the fracture origins were a result from the coil material manufacturing process.

Manufacturer narrative:
Our records show the device and rv lead were taken out of service. Should the products get returned, they will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the rate/sense coils were fractured. The fracture location appeared to be at the proximal end of the suture sleeve tie down. The lead will be analyzed further. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this patient received two defibrillation shocks from their implantable cardioverter defibrillator (ICD) from noise on the right ventricular (rv) p/s channel. The patient was brought in for testing and when tachycardia therapy was turned off, impedance measurements ranged from 1400 ohms to greater than 2000 ohms. Isometrics were also able to reproduce noise. Technical services discussed based on noise on only rv pace/sense channel, out of range impedances and age of lead, this could either be a latent connection related issue or a lead problem. No adverse patient effects were reported.